Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vulvovaginal pain ("pain: vaginal"), abdominal pain ("pain: abdominal"), headache ("headaches"), oropharyngeal pain ("pain: throat") and back pain ("back pain"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified") and vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, vulvovaginal pain, abdominal pain, headache, oropharyngeal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, headache, hormone level abnormal, hypersensitivity, menorrhagia, oropharyngeal pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6) lbs. The plaintiff states that most, if not all symptoms decreased shortly after removal. 2 coils noted outside the tubal ostia on the left and the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Imaging procedure - in (B)(6) 2011: results unavailable. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Previously reported event¿ injury¿ was updated to more specified events¿ abdominal pain, back pain, cystitis, headache, hormone level abnormal, hypersensitivity, menorrhagia, oropharyngeal pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain¿. Patient demographics, medical history, essure removal date and reporter were added. On 3-feb-2020: medical records received : based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.